Event description:
It was reported that a per-diem nurse started the IV fluids in the right antecubital. The total volume of contrast was approx 140 ml and the injection flow rate was set for either 2.0 or 2.5 cc/sec. The eda patch was placed over the angiocath and the nurse monitored the injection site for a short time inside the room. The pt did not complain of any pain and the nurse checked the arm before the pt left and did not notice any signs of swelling. Upon viewing the scan, it was noticed by the radiologist that there was no contrast on the films. At this point, the x-ray and IV bag were checked, although no contrast was noted in the bag. Later, the pt's daughter called the facility and stated that her mother's arm was swollen. The nurse instructed the pt to keep the arm elevated and apply cold compresses. The nurse indicated that the pt had large arms and that the extravasation (which was likely the entire 140 ml of contrast) had to be deep.